Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: goodnough, l.h. Et al. (2022), countersinking the lag screw or blade during cephalomedullary nailing of geriatric intertrochanteric femur fractures: less collapse and implant prominence without increased cutout rates, journal of the american academy of orthopaedic surgeons, vol. 30, pages e83-e90 (USA). The purpose of this study was to evaluate the consequences of countersinking the lag screw or blade of a cephalomedullary nail past the lateral cortex of the proximal femur. Between 2014 to 2020, a total of 175 consecutive patients were treated with cephalomedullary nails for ao/ota 31a1-3 proximal femur fractures and a minimum 3-month follow-up and 254 patients with a 6-week follow-up. The cephalomedullary nails were all trochanteric fixation nail (tfn), trochanteric fixation nail advanced (tfna) (synthes), or gamma (stryker) devices. The article does not provide sufficient information to identify which device manufacturer is associated with the adverse event. The following complications were reported as follows: countersunk nails: radiographic cutout (n=1), revision surgery for cutout (n=1), any revision surgery (n=1), screw/blade prominence immediate postop, screw prominence 6 week postop and 3 mo postop, collapse 6 week postop and 3 mo postop. Noncountersunk nails: radiographic cutout (n=11), revision surgery for cutout (n=7), any revision surgery (n=16), revision surgery for symptomatic implant (n=4), screw prominence 6 week postop and 3 mo postop, collapse 6 week postop and 3 mo postop. This report is for an unk - construct: tfna. This is report 2 of 2 for (B)(4).